Manufacturer narrative:
(B)(4). The device was sent to gore for analysis and further information will be provided.

Event description:
On (B)(6) 2018, the patient underwent endovascular procedure where a gore® excluder® aaa endoprosthesis featuring c3 delivery system and two gore® dryseal flex introducer sheath were intended to be used. During the advancement of the gore® excluder® device through the first sheath, the physician noticed some bleeding through the sheath¿s valve, the first sheath was switched out, however further bleeding was noted on the second sheath as well. Additionally, the physician noticed that the lock pin of the gore® excluder® aaa endoprosthesis featuring c3 delivery system disengaged just close to the olive. Both sheaths and the device were exchanged and procedure was successfully completed. The patient tolerated the procedure. Reportedly, the patient's bleeding was not excessive and did not require in intra-operative transfusion of blood.

Manufacturer narrative:
The device was received for analysis and the evaluation showed that the lock pin was dislodged from the leading olive of the device and was resting adjacent to the leading olive. It was noted that there was damage to the guidewire lumen near the leading tip that is consistent with the physician¿s comment about the possibility of mishandling the device. Although, this damage could have occurred during shipping of the device back to wl gore & associates for evaluation. Engineering was able to confirm the physician observations that the lock pin disengaged close to the leading olive. The damages observed on both gore® dryseal flex introducer sheaths is consistent with an interaction of a dislodged lock pin from the rlt281412 device. The likely cause for the disengaged lock pin could not be determined with the currently available information. This type of occurrence will continue to be monitored.